Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping nonstop. The customer stated they took the battery out, the screen was blank, they inserted a new battery and it started beeping. The customer¿s blood glucose level was 115 mg/dl. Troubleshooting was performed. The customer was advised to insert a new battery but the display did not return. The customer stated the black screen did not disappear. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display. Problem isolated to mother board. The insulin pump had minor scratched lcd window and broken reservoir tube lip.